Event description:
Pacemaker generator was implanted. Generator seemed to be working at first, but later upon assessment found to not be functioning properly. The pt was brought back to the operating room the next day and a new generator was implanted. Both generators had the same serial number. Medtronics rep aware of issues and was working with staff to remedy the problem.